Manufacturer narrative:
Event date: exact date unknown, event occurred three years ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 15418921.

Event description:
It was reported that the patients stimulation moved from back to thighs due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. Explanted leads were discarded by the medical facility.